Event description:
It was reported that during preparation for an emergency procedure, the display screen remained black. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
This console was serviced at the facility of the customer by a field service engineer (fse). The console was inspected, and it was found that there was a black screen, another screen was connected to the video graphics array (vga) port, but it did not work. The memory on central processing unit (cpu) board was checked, when the memory is in slot 2 there are four beeps, however when it is removed from slot 2, there are no beeps. Upon review of the system, it was found that the language processing unit (lpu) upper memory bank and memory were damaged. The lpu was replaced, and the software was updated. Also, there was a water leak in the area of brick 4, and the screen bricks bracket was missing. New bricks were constructed and sealed; new connections of bricks were completed. In addition, channel 1 resonator mirror (rear mirror) was replaced, and adjustment was performed. The lens for fiber power assembly were replaced as well as the brick on channel 3, and calibration was performed. The coolant was drain, the cooling system was vented and coolant refilled. After replacing the lpu board, resonator mirror, lens assembly fiber port, and brick, the issue was resolved, as a result, the console was within specification and functioning as intended. Therefore, the reported event was confirmed.

Event description:
It was reported that during preparation for an emergency procedure, the display screen remained black. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
This console was serviced at the facility of the customer by a field service engineer (fse). The console was inspected, and it was found that there was a black screen, another screen was connected to the video graphics array (vga) port, but it did not work. The memory on central processing unit (cpu) board was checked, when the memory is in slot 2 there are four bios beeps, however, when it is removed from slot 2, there are no four bios beeps. Upon review of the system, it was found that the language processing unit (lpu) upper memory bank and memory were damaged. The lpu was replaced, and the software was updated. Also, there was a water leak in the area of brick 4, and the screen bricks bracket was missing. New bricks were constructed and sealed; new connections of bricks were completed. In addition, channel 1 resonator mirror (rear mirror) was replaced, and adjustment was performed. The lens for fiber power assembly were replaced as well as the brick on channel 3, and calibration was performed. The coolant was drain, the cooling system was vented and coolant refilled. After replacing the lpu board, resonator mirror, lens assembly fiber port, and brick on channel 3, the issue was resolved. As a result, the console was within specification and functioning as intended. In addition, the brick (laser source) was receipt at our post market quality assurance laboratory, visual inspection identified that the brick body had traces of residual on the surface. Therefore, the reported event of display screen remains black was confirmed.

Event description:
It was reported that during preparation for an emergency procedure, the display screen remained black. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
This console was serviced at the facility of the customer by a field service engineer (fse). The console was inspected, and it was found that there was a black screen, another screen was connected to the video graphics array (vga) port, but it did not work. The memory on central processing unit (cpu) board was checked, when the memory is in slot 2 there are four bios beeps, however, when it is removed from slot 2, there are no four bios beeps. Upon review of the system, it was found that the language processing unit (lpu) upper memory bank and memory were damaged. The lpu was replaced, and the software was updated. Also, there was a water leak in the area of brick 4, and the screen bricks bracket was missing. New bricks were constructed and sealed; new connections of bricks were completed. In addition, channel 1 resonator mirror (rear mirror) was replaced, and adjustment was performed. The lens for fiber power assembly were replaced as well as the brick on channel 3, and calibration was performed. The coolant was drain, the cooling system was vented and coolant refilled. After replacing the lpu board, resonator mirror, lens assembly fiber port, and brick on channel 3, the issue was resolved. As a result, the console was within specification and functioning as intended. In addition, the brick (laser source) was receipt at our post market quality assurance laboratory, visual inspection identified that the brick body had traces of residual on the surface. In addition, the lpu was receipt as well, visual inspection identified that the component was in good condition.

Event description:
It was reported that during preparation for an emergency procedure, the display screen remained black. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.